Event description:
A medtronic representative reported that the top part of the vertek arm that attaches to the reference frame moved after registration. This likely occurred during the draping process. Although navigation was discontinued, the pt's outcome was not affected.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The site decided to discontinue use of this specific vertek arm. They do not wish to replace it at this time and will use other vertek arms they already have.